Event description:
The customer reported the unit powers up in general setting menu. The site's biomed isolated the issue to the bezel/front panel. There was no reported pt involvement and/or impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.